Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse upgraded the software to the current revision. The unit then passed all testing and operated within the manufacturing specifications.(B)(4)

Event description:
Covidien received information stating that an alert was generated from an 840 ventilator while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.